Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the tip of the device broke off while moving the tip forward. The broken tip was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500rfoe retractable flush cut burr serial/batch number (B)(6) was received for evaluation. No functional test was performed because the device's tip broke off. Upon visual evaluation, the inner tube's tip was detached at the weld. Use error is the most likely cause(s) of reported failure, as mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to an actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately.